Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged on 3 occasions. The following information was provided by the initial reporter: material no: 320550, batch no: 0049386. It was reported that the needles clog during the injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged on 3 occasions. The following information was provided by the initial reporter: material no: 320550, batch no: 0049386, unknown. It was reported that the needles clog during the injection.